Event description:
Customer reported that a pt presented with indications of suture extrusion approx two months following a total hip replacement. The surgical site was described as "clear, pristine tissue with no signs of infection or inflammation." The pt was returned to surgery for scar excision.

Manufacturer narrative:
Date sent to the FDA: 06/18/2008. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.